Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the cassette was priming correctly but the medication fluid did not flow through. No adverse effects were reported.

Manufacturer narrative:
One cadd administration set was returned for analysis. The samples received was visually inspected and no defects were detected. A review of the manufacturing process was performed in order to verify that the operations were properly performed and no discrepancies were detected.